Event description:
There was an allegation of questionable results in several assays for two patient samples tested on a cobas 8000 c702 module. Sample 01: the initial creatinine result was 151 mol/l. The repeat result was 94 mol/l. Sample 02: the initial creatinine result was 434 mol/l. The repeat result was 160 mol/l. The initial total bilirubin result was 50.66 mol/l. The repeat result was 77.70 mol/l.

Manufacturer narrative:
The reagents lot number and expiration date were not provided. A reagent issue was excluded. The field service engineer (fse) found a hole in the rinse tube, which is the most likely root cause for this issue. The fse repaired the cell rinse tubing and replaced the incubation bath. Instrument checks were performed and found to be acceptable. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.